Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 22 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported, that the patient ¿s driveline was out approximately 1 1/2 - 1 3/4 inches. A driveline exit site was pink and had small amount of odorless drainage observed during changing of a dressing. The onset date for driveline infection was referred to (B)(6) 2017. Cefepime & vancomycin were started. The patient was discharged on (B)(6) 2017 with 10-day course of doxycycline (oral).

Event description:
It was initially reported that the onset date for driveline infection was (B)(6) 2017. The onset date was actually (B)(6) 2017.

Manufacturer narrative:
A specific cause for the patient's driveline infection could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site, which can increase the patient¿s risk of getting a serious infection. This IFU and the heartmate 3 lvas patient handbook provide care instructions in regards to preventing infection. The patient handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. No further information was provided. The manufacturer will be clewing their records on this event.